Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event was identified: "rasp handle jammed" and an issue evaluation has been performed. Review of event description: it was reported that the rasp gut stuck in the rasp handle. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the mis rasp handle has been returned for an investigation. The locking lever is sitting correctly in the rasp handle. The slider does not run smoothly anymore and more force is needed to open the rasp handle. However, the mechanism is still functional. Additionally there are several signs of usage visible. No other conspicuousness found. Review of product documentation: instruction for use (IFU): the packaging insert d011500192 ed. 11/13 has been reviewed. It contains the precaution ¿inspect all instruments/provisionals carefully prior to each use.¿ and the cleaning instruction ¿after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices.¿ root cause analysis : root cause determination using sap rmw : instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. : instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. => not possible -> instruments do not show signs of an off-label use. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it cannot be excluded based on the available information. Conclusion summary: the mis rasp handle has been returned for an investigation. The locking lever is sitting correctly in the rasp handle. The slider does not run smoothly anymore and more force is needed to open the rasp handle. However, the mechanism is still functional. One possibility is, that the instrument has not been lubricated after cleaning and sterilization as described in ifud011500192. However, an exact root cause could not be determined. Based on the available information further investigation has been performed to determine the necessity of potential corrective and/or preventive actions. According to the results of the investigation the calculated complaint rate is within acceptable limits. According to the results of the systematic assessment; the issue does not indicate to be design related and does not appear to be systematic. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information has been requested and is currently not available. The device history records were reviewed and found to be conforming. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that during the surgery of (B)(6) 2017 the mis, rasp handle, double offset, left got stuck in the stem rasp. Surgeon used a straight handle to proceed with the surgery. No harm to patient was reported.